Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The samples conformed to requirements.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2012 date and a hemostatic agent was used. One week post operative, the patient developed an infection and was treated with antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.